Event description:
Additional information received reported that the patient wanted to find a healthcare professional (hcp) closer to home to perform battery replacements. It was stated that the battery efficacy was declining due to normal depletion. It was noted that the patient lived in (B)(6) and traveled to (B)(6) for a routine battery replacement in (B)(6) 2012.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ extension; product ID 748295, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ extension; product ID 7438, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ programmer, patient; product ID 3389s-40, lot# v222841, serial#, implanted: 2009 (B)(6), explanted: product typ lead; product ID 3387s-40, lot# v018325, serial#, implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's left implantable neurostimulator (ins) was sitting at a slant. X-rays were performed and confirmed this event. The patient had their ins revised in 2009. If additional information becomes available, a follow-up report will be sent.